Event description:
An analysis was performed on the returned tablet and the cause for the anomaly is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the tablet usb port was damaged and unable to perform device interrogations. The usb serial cable was replaced and the tablet was tested using different wands; however, the issues did not resolve. The suspect tablet has not been returned to date.

Event description:
The tablet was received for analysis on (B)(6) 2016. Product analysis for the tablet is underway but has not been completed to date.